Manufacturer narrative:
No further information was received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Tiger spine system pedicle screws were implanted in patient on (B)(6) 2012. The patient had post-op evaluations on (B)(6) 2012. It was not until the post-op evaluation on (B)(6) 2012 that the physician discovered the right s1 pedicle screw to be fractured.